Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive architect syphilis tp on a (B)(6) yr old male patient. Results provided: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Ticket searches and performance testing could not be performed as the likely cause lot number is unknown. No customer returns were available for evaluation. The performance of the architect syphilis tp assay was investigated by completing a review for non-conformances, potential non-conformances and deviations. This review did not identify any non-conformances, potential non-conformances or deviations. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.